Manufacturer narrative:
Additional information was received on the patient and the device availability on october 4, 2020. The patient is a 88 year old male. Therefore, a 2. Patient age at the time of event, a 2. Age unit and a 3. Sex were populated. Originally it was reported that the device evaluation was anticipated, but had not yet begun. The additional information stated that the device was discarded. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(4). Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an unknown ablation catheter and suffered cardiac tamponade requiring pericardiocentesis, medication, blood transfusion, fresh frozen plasma (ffp) administration and surgical intervention. During the procedure after transseptal puncture with the brockenbrough technique was performed, it was noticed that the patient¿s blood pressure was low around 60, and the physician judged there was some pericardial effusion. Pericardial effusion was confirmed by surface echocardiography. Noradrenaline was administered, and ultrasound-guided septal puncture was performed for drainage. After that, ablation to the pulmonary vein (pv) and superior vena cava (svc) as well as cavotricuspid isolation (cti) was done. Post-procedure, patient¿s condition continued to decline. Pericardiocentesis and blood transfusion were required, as well as ffp administration. Bleeding did not stop; therefore, the patient was transferred to the cardiac surgery department and thoracotomy was performed. It is unknown if extended hospitalization was required. Patient¿s outcome is unknown. Physician¿s opinion regarding the cause of the adverse event was not provided. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, an impacted product for an thermocool® smart touch¿ bi-directional navigation catheter was created in order to conservatively report the cardiac tamponade since the patient¿s condition continued to decline after radiofrequency was delivered; therefore, the ablation catheter cannot be excluded. Should more information become available, it will be reviewed and processed accordingly.